Event description:
The facility reported a pump with a dead bettery. It is unknown when this occurred. There was no pt injury or medical intervention according to the hosp rep. No add'l info is available.